Event description:
On (B)(6), 2011 additional information was received when it was discovered that the patient went for prophylactic battery replacement surgery on (B)(6), 2011. Good faith attempts for product return of the explanted generator to the manufacturer for product analysis have been performed but the product has not been returned to the manufacturer to date. If additional information is received, it will be reported.

Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by the MFR's case management. Upon review of the clinic notes dated (B)(6) 2009, it was noted that the pt was hospitalized for his seizures and it is unk whether they were above or below pre-vns baselines. According tot he physician, the pt's seizures have been well controlled since leaving the hosp. The pt's vns was interrogated and it appeared to be functioning normally. Good faith attempts for further info from the physician have been to no avail thus far. If add'l info is received, it will be reported.